Event description:
It was reported that the patient underwent prophylactic generator replacement and lead replacement due to high impedance detected. The explanting facility historically does not return explanted products; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the generator was disabled due to the high impedance. No further relevant information has been received to date.

Event description:
It was reported by the patient that they had "impedance" detected during their last clinic visit, assumed to be referring to high impedance detected on their generator. The patient indicated that their physician ran diagnostics several times and that x-rays had not been performed to date. The patient indicated they experienced no adverse events. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information from the physician; however, no further relevant information has been received to date.